Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 failed and required maintenance. The field service engineer (fse) reseated all connections at the back of the station, and the station was restarted with no drawer failures observed. Further troubleshooting revealed that the auxiliary drawer 7 required component-level repair. The boards were replaced, the latch inseparable magnet was replaced, and the row board connections were reseated. A hardware acceptance test was performed. The user verified drawer functionality by completing an inventory check. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.